Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a cough, chest pain, a heart attack, and a swollen sternum while using the device. Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.